Manufacturer narrative:
Result: the 5maxace catheter is fractured approximately 37.5 cm from the hub. Conclusion: the complaint has been evaluated. The complaint indicates that the 5maxace catheter was found fractured during device preparation. Evaluation of the returned device confirmed a fracture in the proximal shaft of the catheter. This type of damage typically occurs when the device is improperly handled during removal from the packaging. If the catheter is removed from the packaging hoop at an angle, the shaft may fracture due to excess force and bending the catheter. These devices are 100% visually inspected during processing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter. Prior to the procedure, the physician noted that the 5max ace reperfusion catheter had a break near the mid shaft. The catheter was not used in the procedure.